Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not returned, however pictures were provided. Based on the visual inspection of the provided pictures, a leakage is assumed between the hansen connector and tube unit 1 of the mars tube set. The issue was caused by an insufficient gluing during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A nurse reported that during a mars treatment an albumin leak was found at the protein port of a mars disposable. This was noticed at the start of treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.